Event description:
Patient had bard 6 flow profile single lumen powerport inserted (B)(6) 2021. There was an issue with accessing the port and imaging showed that there was a fragmented catheter that had migrated into the right ventricle and pulmonary artery on (B)(6) 2022. The port catheter was removed and sent to micro. FDA safety report ID# (B)(4).

Event description:
Patient had bard 6 flow profile single lumen powerport inserted (B)(6) 2021. There was an issue with accessing the port and imaging showed that there was a fragmented catheter that had migrated into the right ventricle and pulmonary artery on (B)(6) 2022. The port catheter was removed and sent to micro. FDA safety report ID# (B)(4).